Event description:
During a pvi, a severe drop in blood pressure was detected shortly (approx. 8min) after the transseptal puncture. Immediate control by tee revealed a pericardia! Effusion. The pericardium was then punctured and a liter of blood was drawn during the course. The patient was subsequently transferred to the intensive care unit in stable condition. The case was thus discontinued and not finished. No ablation was performed up to this point. The operator suspected myocardial perforation during transseptal puncture. He objects to the fact that the needle (abbott, brk xs) protrudes too far from the dilator of the fixed sheath (biosense webster, cardiaguide). He suspects this to be the reason for the pericardia! Perforation. Product involved: cardiaguide"' fixed curved braided transseptal sheath, ref: (B)(4), unknown lot nr, the device was not reprocessed. No further information available. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: unknown. Action taken when event occurred? The pericardium was then punctured and a liter of blood was drawn during the course. The patient was subsequently transferred to the intensive care unit in stable condition. Was procedure successfully completed? No were fragments generated? No. Patient status/ outcome/ consequences? Yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).